Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the insulin pump was frozen and his blood glucose was currently high due to the display anomaly. Customer's blood glucose was 471 mg/dl. Troubleshooting was performed and customer was able to fill the cannula. The device is not returning for further analysis.